Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that hemolysis parameters came down with heparin, warfarin and aspirin. Inr was approximately 3. During this time of increased anticoagulation, the patient had 2 episodes of a stroke. The patient almost fully recovered from the two episodes. The patient then began experiencing low flow episodes of an unknown cause. On (B)(6) 2016, power consumption of the device increased to over 20 watts and the pump eventually stopped. The patient expired on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Device evaluation: evaluation of the submitted system controller log files dated 03/12/2016-3/23/2016 and 3/16/2016-04/04/2016 revealed transient elevations in pump power and an upward trend in pump power beginning on (B)(6) 2016; however, no other atypical events or alarms were captured. The pump speed remained above the low speed limit for the duration of the log files. Additional log files were not provided. Evaluation of the returned pump confirmed the presence of thrombus. Examination of the pump upon disassembly revealed red, soft depositions consistent with denatured blood in the location of the inlet tube, inflow graft, inlet elbow, outflow graft, outflow elbow, inlet stator, rotor, blood tube and outlet stator. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or interruption in flow through the pump. Pink, tissue-like depositions were also observed in the location of the rotor body and blood tube. These depositions had areas of denaturation, which indicate that they were present while the pump was supporting the patient; however, they did not appear to have developed in these locations. The specific origin of these depositions and a duration for which they were present in the pump could not be conclusively determined. The observed depositions were found to be obstructing the blood flow path and could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Additionally, the depositions would have created additional resistance on the spinning rotor and could have contributed to the reported pump power elevations up to 20 watts. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding, stroke, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information - the patient year of death was corrected from 2015 to 2016.

Event description:
Corrected information: patient outcome information reported that the patient expired on (B)(6) 2016 and the patient's device was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that for an unspecified time post implant of the lvad, the patient has experienced a few instances where anticoagulation was stopped due to gastrointestinal (gi) and nose bleeds previously unreported to the manufacturer. One of these instances has been fairly recent (date not provided). During the follow-up clinic visit on (B)(6) 2016, it was noted that the patient had elevated lactate dehydrogenase (ldh) levels of around 950 u/l as compared to baseline levels of 300 u/l. The patient's inr goal is 2-3 with aspirin. A ramp study was performed which revealed unloading of the left ventricle when the pump speed was increased from 9200 rpm to 10400 rpm. The inr target was increased to over 3. The patient was admitted for diagnostic testing. Initially it was reported that the only atypical pump parameter observed was one occurrence of pump power elevation, however, log files collected approximately one month later led the healthcare professionals to suspect thrombus within the device. No information on further plans for the patient was provided.